Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) has delivery problems. The cartridge end bursted open on the side and marks were left on the edge of the iol optic. No other information was provided.

Manufacturer narrative:
Device evaluation: no complaint product was received, a customer provided photos were received. The customer provided photos and were evaluated by a staff engineer, insertion systems platform lead. Inspection of the photo shows marking on the outer perimeter on the optic. The marking could either be damage to the optic or residue from the cartridge coating that has adhered to the optic. It is difficult to determine whether the marking is on the posterior or anterior surface based on the images provided. The cartridge does show damage, with a stretched hole on the side of the cartridge. It is difficult to determine the root cause of the issue, without knowing on which optical surface the marking is located. The complaint issue "cosmetic issues" and "cartridge tip cracked/damaged" was identified during product photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.